Event description:
Pt had bilateral breast augmentation 14 years ago and had developed bilateral breast pain. Underwent removal of bilateral ruptured silicone breast implants and bilateral total capsulectomies. Noted to have grade 1 capsular contraction bilaterally. Unknown where the initial breast augmentation surgery was performed.